Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), lung disease and "death". In addition, the patient also alleged nose irritation, skin irritation and respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening), lung disease and "death". In addition, the patient also alleged nose irritation, skin irritation and respiratory tract irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the device, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was four error code found. Dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Slight dust-like contamination and hairs/fibers inside the blower box. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. The blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. The manufacture service centre concludes that they couldn't confirm the customer's allegation and unit dispositioned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation result code and conclusion code has been updated.